Manufacturer narrative:
(B)(6). The device was serviced on-site by a field service technician. Visual inspection, functional testing, and a review of the alarm log were performed. The f-38 alarm was identified during functional testing and the review of the alarm log. The cause of the condition was determined to be incorrect configuration for date and time settings. To correct the condition, the device was reconfigured. The device was serviced to meet functional specification. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a flo-gard infusion pump presented with an f49 (malfunction in real time clock: abnormal rtc data) alarm. It was not specified when in the process this occurred. There was no patient involvement. No additional information is available.